Event description:
Proceed mesh partially delaminated on the edges during the case while the mesh was in the pt. Attending surgeon tacked it up and completed procedure. No adverse event was noted and device remains implanted.